Event description:
A physician has had fourteen occurrences of inflammation reaction associated with model u94da uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, right eye 1999. The pt subsequently developed what the surgeon describes as moderate hypopyon leading to "vitrous tap" 09/06/99. The surgeon does not believe these reactions are lens related.